Event description:
It was reported that pump touchscreen became unresponsive and screen remained frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but issue persisted, so pump was scheduled for replacement under warranty. Customer planned to use multiple daily injections as backup insulin therapy, received instructions for storage mode and return process, and was advised to re-enter pump settings into replacement pump.